Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test but motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime, compromised force sensor system and excessive no delivery alarm due to motor error alarm. Motor passed motor test.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. Customer reported that the drive support cap was correct. Customer reported that the insulin pump was no dropped or bumped. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.